Event description:
It was reported that the pt had a perforated diverticulum and underwent a colostomy procedure. This was followed by a second procedure to close the colostomy. This fascia was closed with panacryl and the pt developed a wound infection that prolonged hospitalization. Pt was later returned to the or to have the sutures removed.